Event description:
It was reported to lifecell that the device was used for large ventral hernia repair; the device was torn intra-operatively and repaired with another similar lifecell device.

Manufacturer narrative:
Method of evaluation: (to be specified): review of the information reported to lifecell. Review of the device history records for device lot s10683. Review of the lifecell complaint system for any similar complaints against this lot. Results of evaluation: (to be specified): review of the device history records resulted in no remarkable findings, with no deviations related to the nature of this event. To date, 41 devices from this lot were distributed, including 7 devices that were reported as implanted, with no similar complaints reported to lifecell against this lot. Conclusion: based on information reported, the event was evaluated as a malfunction (intra-operative tearing with prolonged procedure due to repair required. Lifecell will file follow up report if additional information becomes available.